Manufacturer narrative:
Eval, method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported an incident where the infusion set cannula was bent causing an elevated blood glucose level. Pt stated her blood glucose went up to around 300 mg/dl. Pt's normal blood glucose range is 100-175 mg/dl. Pt reported she removed the infusion set and noticed it was bent in one place. Pt stated she changed the infusion set and used injection therapy to correct her blood glucose. Pt reported she had difficulty during insertion when she attempted to remove the infusion set needle from the infusion set. Pt stated no leaks were noticed. Pt uses the insertion assist plus device to insert the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.